Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information of a possible stent fracture for resolute onyx drug eluting stent. It is unknown if the possible fracture occurred pre or post implant. No further information has been provided.

Manufacturer narrative:
Additional information received: medtronic has since received confirmation that no stent fracture occurred. The physician has stated that she has never experienced stent fracturing with a resolute onyx device and that she has never had a stent fracturing event in a patient. If information is provided in the future, a supplemental report will be issued.